Manufacturer narrative:
The lot numbers of the devices were not provided therefore we were unable to review the lot/device manufacturing records. The devices involved in the reported event were discarded by the user and no product will be returned for evaluation. Without the product we are unable to confirm the reported failure.

Event description:
A report was received from a user facility in (B)(6) stating that an unspecified quantity of the 25ga cutters did not cut adequaly during use. In some instances, the performance was improved by removing and reconnecting the cutter to the stellaris unit. There was no reports of injury or consequences to the patients.